Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had clock anomaly. The customer¿s blood glucose was unknown. Customer stated that the clock was slow and had to be reset. Customer also reported diminished battery life, rewind and prime was louder, random no delivery alarms, backlight had dimmed just a little bit. The device will not be returned for analysis.